Manufacturer narrative:
Manufacturer ref no.: (B)(4). The date of this report on the initial manufacturer report was incorrect and has been updated.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms which were reproduced. During the evaluation, the upstream sensor had cracks on the upstream sensor zif tail. The failed upstream sensor was replaced. (B)(4).

Event description:
During baxter's functionality testing of a spectrum pump, the device had an upstream occlusion testing failure. There was no patient involvement.